Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp on 2018-jun-21. It was reported that the patient presented to the emergency room with altered mental status and drowsiness. The patient's family members had concerns that during her recent refill something might have not been programmed correctly. They were hoping to have the pump interrogated to check on the programming. The pump was not alarming. A representative was paged to assist with the patient's pump. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen, dose and concentration not reported via an implantable pump. The indications for use were intractable spasticity and cerebral palsy. It was reported that the patient does not feel that the drug infusion system is working properly but there have been no pump alarms heard per the healthcare provider. Itb emergency procedures were offered to be forwarded but the healthcare provider declined. The healthcare provider stated that the patient is on ¿one of the highest itb doses possible¿ but did not have exact details of that and did not have access to an 8840 and requested to have a local company representative be paged. No patient symptoms reported and no further complications were reported.